Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-10069). Correction: (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the asymptomatic patient had presented to the clinic for a follow-up when communication could not be established with the device. Different programmers did not fix the problem and no source of emi was nearby to cause the issue. The patient noted vibratory alerts a few months prior. The device was explanted and replaced. Patient was fine after procedure.